Event description:
Customer reports sporadic discordant sodium results on neonate blood samples.

Manufacturer narrative:
Capillary samples from neonates gave sporadic high sodium results. High sodium result samples were rerun using lab method (indirect ise on olympus) to confirm.